Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml e/t 22g 1-1/2in tw needle is not straight. The following information was provided by the initial reporter: needle is not straight.

Event description:
It was reported that syringe 10ml e/t 22g 1-1/2in tw needle is not straight. The following information was provided by the initial reporter: needle is not straight.

Manufacturer narrative:
H6: investigation summary: one photo and one sample were received by our quality team for evaluation. From the returned photo and sample, the syringe tip was observed to be bent. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the machine and matched potential areas which could lead to the syringe tip to be bent. The probable root cause could be due to the syringe with an assembled needle getting stich in between the conveyor gap during the unloading station. This caused the needle to be pressed against the barrel tip and resulted in the barrel tip bending. A permanent spacer to close the gap in the conveyor has been fabricated.